Manufacturer narrative:
Based on the results of the investigation, there was leaking on the distal end; however, a conclusive root cause for the corrosion and residue was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno fiberscope's had a rusty distal end cover and residue on the objective lens. There was no patient involvement.